Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted trans hiatal esophagectomy non-transthoracic surgical procedure, the cadiere forceps instrument was not working. The procedure was completed, and no injuries were reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the last surgical procedure on (B)(6) 2025, the instrument has partial movement and was not moving as expected. On 03/26/2025 the following information was received via email: the instrument was not opening and closing as desired. The instrument had a frayed wire.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm cadiere forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
Refer to h11 for follow-up information.